Event description:
It was reported that the video image of the video system center sometimes appeared and sometimes did not appear when the video connector was touched during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) university hospital, (B)(6) national higher education and research system. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9 - date returned to mfg, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video image sometimes appears and sometimes does not appear when touching the video connector insertion section due to poor contact caused by scope connector failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.